Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2018 and confirmed that this device was not previously returned for service and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station¿s drawer was failed, and it was unable to recover. The field service engineer (fse) had addressed an issue with drawer 1.13, which was not opening. The drawer was manually released using the lever, after which it began functioning correctly. As part of the troubleshooting process, the fse swapped engines between drawers 1.13 and 1.14 to validate mechanical consistency. The bottom surfaces of the drawers were cleaned due to minor stickiness, and the sensor track was inspected and found to be clean. The drawer was tested in the hardware test application (hta), and the fse observed the customer successfully accessing it without further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawers were not able to be recovered. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawers were not able to be recovered. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.